Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and found that the battery lock bent was bent. The autopulse platform is a reusable device and was manufactured on 09/27/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the platform displaying user advisory 8. A review of the archive log revealed user advisories (ua) 08 (motor controller fault detected), ua 29 (loss of brake connectivity), and ua 2 (compression tracking error) error messages on the reported event date of (B)(6) 2016. The autopulse platform failed functional testing. The platform displayed ua 2 within 30 seconds of compression. During further testing, the platform failed load characterization test. Load cell module 2 was defective causing the platform to display ua 2. Using in-house test load cell, the platform was run with lrtf (large resuscitation test fixture, equivalent to 250 pound patient) for approximately 30 minutes and no problem found. Brake gap was also inspected and was found to be within specification. In summary the customer's reported complaint that the platform displayed ua 8 error messages was confirmed during archive review. Although ua 8 was not displayed during functional testing, the motor controller was replaced as a precaution. The platform passed all final testing criteria.

Event description:
It was reported that during shift check, the autopulse platform displayed a user advisory 8 (motor controller fault detected) message and the reporter indicated the motor controller was not functioning properly. No patient involvement was reported. No additional information was provided.